Manufacturer narrative:
(B)(4). D10: cat# 65620005421 lot # 62729667 shell porous without holes . Visual examination of the provided picture identified an explanted head, liner, and shell covered in bio-debris. No further analysis can be made from the provided picture. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A radiograph was provided and not reviewed by a health care professional as the date on the x-ray did not correlate with the reported event. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately ten years post-implantation, the patient underwent a left hip revision due to a dislocation. Surgeon changed cup to a dual mobility cup. Attempts have been made and no further information has been provided.